Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient with history of multiple sclerosis underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Slight pericardial effusion noticed on intracardiac echo post procedure. Gradually increasing in size post procedure causing hemodynamic compromise. Pericardiocentesis was performed, the amount of fluid removed was not reported. The procedure was successfully completed. There was a slight effusion noted before the case. However, after the procedure it had worsened. The physician¿s opinion is that the event was patient condition related. The patient¿s condition was unchanged. The patient was hospitalized for non-cardiac issues. The transseptal was performed with merit medical heart span transseptal needle (fnd-019-01). Prior to discovering the effusion ablation was performed. There was no evidence of steam pop. The irrigation settings were as prescribed (8ml/min for power up to 30w and 15ml/min for power over >30w). No errors were present on cato3 system or any biosense webster product. Dashboard and vector were used for fore visualization. Ablation settings were power 30-40w, flow rate, 8ml-15ml/min as per IFU, contact force 5-45grams. A dilute irrigation fluid (i.e., half-normal saline) was not used.

Manufacturer narrative:
It was reported that a patient with history of multiple sclerosis underwent idiopathic ventricular tachycardia (idvt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Slight pericardial effusion noticed on intracardiac echo post procedure. Gradually increasing in size post procedure causing hemodynamic compromise. Pericardiocentesis was performed, the amount of fluid removed was not reported. The procedure was successfully completed. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30352937l number, and no non-conformances related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).